Event description:
A trilogy 202 ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code related to communication between host and obm was lost found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.